Event description:
Machine suddenly stopped. Electric cord removed from socket and found to be hot. MFR called attempted to reset without results. Bio-med came to unit and tested fuses and electric output. It as determined to be faulty plug.